Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented in clinic during follow-up, the device was found to be in backup vvi. The device was functioning normally after installing a device download.